Manufacturer narrative:
The date of the event could not be obtained from the customer. Received 1rk 454334/b200834h for evaluation. Samples were tested, according to gbo standard testing procedures, with regards to draw volume according to iso 6710 'single use containers for venous blood specimen collection' and clsi gp39-a6 regulations for 'evacuated tubes and additives for blood specimen collection'. Both standards specify the draw volume to be within +/- 10% range of the nominal fill volume. No visual deviation in fill volume, sporadic low or high fill, could be observed in the tested samples. All tubes tested filled within the +/-10% tolerance range. No tubes were found to fill halfway as described by the customer. The complaint could not be duplicated.

Manufacturer narrative:
Gbo complaints (B)(4). We have no further inventory of the material and batches. Customer samples were requested. If we receive samples and upon completion of investigation, a supplement report will be filed.

Event description:
St. Joseph's laboratory system (five sites) converted to greiner tubes in may 2020. Since the conversion customer states the labs have experienced increases in hemolysis. Customer has provided some data showing the increases. Hemolysis data is collected in the aggregate of chemistry specimens and not documented by product item and lot numbers. Customer confirmed that the same collection, handling, and processing of patient specimens occur with the greiner tubes as with the bd tubes prior. Customer notified greiner in (B)(6) 2020 (B)(4) of the increase but with no detailed information. Customer had a conference call with greiner in (B)(6) 2020 to discuss hemolysis, the report from (B)(4), and next steps. Customer has notified the sites not to double spin (re-centrifuge) specimens per our IFU. Customer has provided some additional information by laboratory site. Based on certain hemolysis index level seen (varies by lab) the lab will cancel the patient's results and redraw. Customer advises this is a critical matter as it impacts patient care when redraws are required. Greiner is working with the customer on collection methods used as there is indication that this may be a contributing factor to the increase in hemolysis seen. Brighton laboratory experiences hemolysis with the lithium heparin gel tubes and the glucose tubes. Customer uses the thermo fisher scientific centrifuge at 4500 rpm 10 minutes and the thermo scientific 4000 at 13 minutes. Customer does centrifuge within 2 hours of collection. Customer advises that the collections are done by ed staff and cannot confirm collection methods and if the ed staff is properly mixing. No information on hemolysis index used.